Manufacturer narrative:
Seroma and reoperation are not uncommon events following implant based breast reconstruction with or without the use of surgical mesh. A review of the associated batch records showed no non-conformances or anomalies that may have caused or contributed to the events noted.

Event description:
A patient underwent bilateral delayed direct to implant breast reconstruction on (B)(6) 2023 with ovitex prs on each side with mentor smhx 580 breast implants. In january 2024, redness developed over both skin envelopes with antibiotics and steroids not fully resolving the issue. On (B)(6) 2024 the right side developed spontaneous drainage of brown seroma with irrigation/debridement and replacement of the device that day.